Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") and device breakage ("which were noted to be several pieces in the cornua") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and device breakage outcome was unknown. The reporter considered abdominal pain and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/abdominal right side'), device breakage ('which were noted to be several pieces in the cornua'), embedded device ('bisected and embedded entirely in one block') and salpingitis ('salpingitis') in a 39-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right). Concurrent conditions included slipped disc since 2005, ovarian cyst, lower abdominal pain, vaginal discharge abnormality, hypertension, bleed in luteal cyst and hydrosalpinx. Concomitant products included losartan since 2018. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea"), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6)-2018. At the time of the report, the abdominal pain, amenorrhoea, genital haemorrhage and menorrhagia had resolved and the device breakage, embedded device and salpingitis outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, embedded device, genital haemorrhage, menorrhagia and salpingitis to be related to essure. The reporter commented: plaintiffs injuries began almost immediately after the placement ofthe essure product on (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large cyst in ovaries. Imaging procedure - on an unknown date: type of test not sure if this was an hsg test or a CT of abdomen/pelvis with dye. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Outcome of events amenorrhea and menorrhagia was updated to recovered/resolved. Concomitant medication losartan was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/abdominal right side'), device breakage ('which were noted to be several pieces in the cornua'), embedded device ('bisected and embedded entirely in one block') and salpingitis ('salpingitis') in a 39-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right). Concurrent conditions included slipped disc since 2005, ovarian cyst, lower abdominal pain, vaginal discharge abnormality, hypertension, bleed in luteal cyst and hydrosalpinx. Concomitant products included losartan since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea"), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia") and cyst ("cysts/ fibroids") and was found to have uterine leiomyoma ("cysts/ fibroids"). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils, hysterctomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, amenorrhoea, genital haemorrhage and menorrhagia had resolved and the device breakage, embedded device, salpingitis, uterine leiomyoma and cyst outcome was unknown. The reporter considered abdominal pain, amenorrhoea, cyst, device breakage, embedded device, genital haemorrhage, menorrhagia, salpingitis and uterine leiomyoma to be related to essure. The reporter commented: plaintiffs injuries began almost immediately after the placement ofthe essure product on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large cyst in ovaries. Imaging procedure - on an unknown date: type of test not sure if this was an hsg test or a CT of abdomen/pelvis with dye. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received : event " cyst/ fibroids" was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") and device breakage ("which were noted to be several pieces in the cornua") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils) and surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and device breakage outcome was unknown. The reporter considered abdominal pain and device breakage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/abdominal right side'), device breakage ('which were noted to be several pieces in the cornua') and salpingitis ('salpingitis') in a 39-year-old female patient who had essure (batch no. B40024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right). Concurrent conditions included slipped disc since 2005. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea") and genital hemorrhage ("bleeding"). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital hemorrhage had resolved and the device breakage, salpingitis and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, genital haemorrhage and salpingitis to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large cyst in ovaries. Imaging procedure - on an unknown date: type of test not sure if this was an hsg test or a CT of abdomen/pelvis with dye. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Events per pfs: salpingitis, bleeding, amenorrhea were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/abdominal right side'), device breakage ('which were noted to be several pieces in the cornua') and salpingitis ('salpingitis') in a 39-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right). Concurrent conditions included slipped disc since 2005. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea") and genital haemorrhage ("bleeding"). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital haemorrhage had resolved and the device breakage, salpingitis and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, genital haemorrhage and salpingitis to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large cyst in ovaries. Imaging procedure - on an unknown date: type of test not sure if this was an hsg test or a CT of abdomen/pelvis with dye. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/abdominal right side'), device breakage ('which were noted to be several pieces in the cornua') and salpingitis ('salpingitis') in a 39-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right). Concurrent conditions included slipped disc since 2005. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea"), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital haemorrhage had resolved and the device breakage, salpingitis, amenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, genital haemorrhage, menorrhagia and salpingitis to be related to essure. The reporter commented: plaintiffs injuries began almost immediately after the placement of the essure product on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large cyst in ovaries. Imaging procedure - on an unknown date: type of test not sure if this was an hsg test or a CT of abdomen/pelvis with dye. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: event was added- menorrhagia. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/abdominal right side'), device breakage ('which were noted to be several pieces in the cornua'), embedded device ('bisected and embedded entirely in one block') and salpingitis ('salpingitis') in a 39-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right). Concurrent conditions included slipped disc since 2005, ovarian cyst, lower abdominal pain, vaginal discharge abnormality, hypertension, bleed in luteal cyst and hydrosalpinx. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea"), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (right salpingectomy, left cystectomy, and removal of right side essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital haemorrhage had resolved and the device breakage, embedded device, salpingitis, amenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, embedded device, genital haemorrhage, menorrhagia and salpingitis to be related to essure. The reporter commented: plaintiffs injuries began almost immediately after the placement ofthe essure product on (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large cyst in ovaries. Imaging procedure - on an unknown date: type of test not sure if this was an hsg test or a CT of abdomen/pelvis with dye. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Event " embedded device" added. New reporters and concomitant conditions were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.